Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger, product ID: 97754, (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-06-04 additional information was received reporting that the patients weight at the time of the event was (B)(6) lbs. And that the implantable neurostimulator had been charged using physician mode recharge (pmr) facilitated by a manufacturer representative. The patient stated that the replacement ins recharger (insr) antenna increased the recharge coupling bars, but not to complete coupling, and that it was taking too long to charge the ins. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown, ubd: , UDI#: ; product ID: 97754, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the last couple of times, while charging, it had taken the patient 6-7 hours to recharge their implant. The patient noted that for the past 4 years, it had taken them about 2-3 hours to charge but they noticed that the implant charge did not last long and would discharge when not using stimulation. The patient mentioned that on the day prior to the notified date, their implant would not take a charge at all. The patient stated that they did not use their stimulation as much and there were time when they needed the therapy but the implant was not charged. It was noted that the patient had problems since the first time. It was stated that the patient would turn on the recharger while standing up and would have 4 coupling boxes and would have to move it 8-10 times to find the best location. The patient stated that they then needed to sit down and apply pressure on the implant and they coupling boxes would go up to maybe 6-7 bars but they never got full connection. It was mentioned that the patient spoke with a manufacturer representative (rep) regarding coupling and was told that it was rare to get full coupling bars. The patient also mentioned that the recharger got very hot, the screen shows that the recharger had overheated and it shut off a couple of times. It was stated that the when they pulled the antenna off, the implant showed that the implant was fully charged. The patient was transferred to repair and the recharger was replaced. No symptoms were reported. No further complications were reported. (Information regarding the flipped ins and non-mdt device were omitted and can be found in a related event).